Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot numbers (h10h30032, h10i24066) revealed no deviations during the manufacture of the batch. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer from the USA of mild heart attack, peritonitis, and respiratory issues coincident with dianeal pd4 ambuflex, dianeal pd2 ultrabag, and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex, dianeal pd2 ultrabag, and extraneal viaflex (doses, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On (B)(6) 2011, the patient experienced a mild heart attack and was hospitalized the same day. Treatment was not reported. The patient was not recovered from the mild heart attack. The caregiver reported he was getting worse and had developed peritonitis and respiratory issues. Dianeal therapy was ongoing. The consumer did not provide an opinion on causality. The nurse declined to provide further information.